Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing including bench handling, environmental testing, and stress testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The log showed the user charged the device to 30j but disarmed the charge by pressing the energy down button instead of the shock button. No accessories were returned for testing. The device was recertified and returned to the customer. No trend is associated with reports of this type.